Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had an error and began to vibrate, the screen was scrolling, then the display went blank. Customer reported changing the battery, but the display would not return. Blood glucose level at the time of the incident was 130 mg/dl. During troubleshooting, the display still did not return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
All operating currents were within specification. The off no power alarm functioned properly. No blank display was noted. No damage was found on the lcd isolation tape. The pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.